Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) called the customer to discuss the issues with the iabp unit and what was done to perform a repair at this point. The stm arrived on site to evaluate the iabp unit and found a leaky regulator and a faulty fill manifold assembly. To correct the issue, the stm replaced the drive regulator and the fill manifold assembly. All leaks were fixed but the compressor was still cycling on and off. The stm returned at a later date and replaced the scroll compressor which resolved the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications .the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a vacuum leak. It was later reported that the compressor was cycling on and off and the iabp unit had several leaks. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.